Manufacturer narrative:
No patient information provided as no patient was involved in this concern. An field service engineer (fse) inspected the imaging system on-site and was unable to duplicate the issue. The gantry door opened without issue. A complete system check out was performed and all tests passed. No parts were replaced. No parts were returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that outside of a procedure, the gantry on the imaging system would not open. The covers appear to be overlapping and hitting. The gantry will not properly dock. There was no patient present with this issue was observed.